Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was undergoing planned treatment, which was aborted and completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to emit x-rays. Upon troubleshooting, the fse confirmed that the software was corrupted. To resolve the issue, the fse made a backup and reinstalled all the software; later, the backup was restored, and functional tests were performed. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.